Event description:
N/a

Manufacturer narrative:
Additional information - (B)(4). The device was returned for evaluation. Investigation showed that the lock had rotational movement when the unit was not under pressure, however, the unit passed all specific functional testing when placed under pressure. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed, as the unit passed all functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00187.

Event description:
This is 1 of 2 reports. A customer reported that an a1059 mayfield modified skull clamp slipped during a posterior t1-3 intradural mass resection on (B)(6) 2020. The (B)(6) year old female patient was positioned prone for the surgery and was not repositioned at any time. When the drape was removed at the end of the procedure, slippage of the clamp was noted. The patient incurred a scalp laceration on the left side. The laceration was closed with staples. There was no delay in surgery. The customer will be sending two skull clamps for evaluation as they were not sure which of the two was used during the procedure and the staff did not immediately sequester the clamp.